Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was kinked resulting in the customer's blood glucose (bg) levels increasing to 350 mg/dl. Supply changes were performed to address bg level.